Manufacturer narrative:
(B)(4).

Event description:
It was reported that asymptomatic patient presented to the clinic for follow-up after moving into a new area. It was observed that the device was previously programmed to vvi due to atrial lead was not capturing or sensing. No history of this behavior was known before the clinic follow-up. The lead was capped and replaced on (B)(6) 2016. Patient was fine and discharged the following morning.